Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the right groin via a 7f sheath (unknown model). Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel approximately 7mm in size. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back, before the first stop. The device was removed and the patient was converted to 20 minutes of manual compression. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1217301) indicated that the device lot met all established performance criteria prior to shipment.